Event description:
Pt called dept in the morning informing staff that their tube was broken and out. This is the second event for this pt. Pt was instructed to come in and the dept staff was able to remove the major portion of the catheter but the tip broke off in the pt's stomach. Following replacement of the g-tube, the pt was sent to gi clinic where upper endoscopy was performed and a large distal fragment was removed from pt's stomach. The fragments appeared to have evidence of corrosion/erosion of the tube.